Event description:
A journal article was reviewed that contained information regarding a leadless implantable pulse generator (ipg). The article reports a patient who experienced a suspected cardiac perforation from the device cup of the leadless ipg during the implant. Three days post implant, a cardiac computerized tomography (CT) scan was performed. A protruded diverticular structure on the right ventricle was observed, and contrast material remained in a pouch within the pericardium. The patient remained asymptomatic. The status/disposition of the device is still in use. No further patient complications have been reported as a result of this event. Further follow up did not yield any additional information.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys, expiration date: unknown, serial#: unknown, UDI #: asku. Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: unknown. Labeled for single use: yes. This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: subclinical cardiac perforation caused by a micra leadless pacemaker. Journal of arrhythmia. 2018;34:326¿328. Doi: 10.1002/joa3.12052. If information is provided in the future, a supplemental report will be issued.